Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction codes appeared again, which customer acknowledged and understood.